Event description:
It was reported that the stylet stuck in the lead. The physician cut the stylet and the distal 5 cm of the stylet remained in the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.